Event description:
It was reported that the implantable cardioverter defibrillator's (ICD) battery remaining longevity was 1.2 years on (B)(6) 2024, 12 months on (B)(6) 2025, and entered the elective replacement indicator (eri) on (B)(6) 2025. A battery performance alert (bpa) advisory was dated 01 jan 2025. A capacitor maintenance was carried out on 06 jan 2025. The ICD was explanted and replaced. There were no patient consequences

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.